Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint can not be completed. Lot number not provided by the complainant; therefore, the manufacture date is not known. If additional relevant information is rec'd, a supplemental medwatch will be filed. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review could not be conducted for the disposable device as lot and serial numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
Following an unsuccessful cavity integrity assessment (cia) test during a novasure endometrial ablation procedure, the procedure was aborted and a laparoscopy confirmed a perforation on the right side of the uterus. The perforation was cauterized. A dilatation and curettage (d & c), sounding with a metal sound (not a hologic device), laparoscopy, and tubal ligation were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause. We have been unable to obtain additional information surrounding this event.